Event description:
It was reported the pt was experiencing discomfort at his ipg site. It was also reported the pt's physician placed the ipg deeper in the pt's pocket site during a recent surgical procedure. Follow-up pending.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.